Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's event. The manufacturer received information alleging that the black particulate in the water chamber. Additionally, the device was returned to the third-party service center. There was no serious patient harm or injury. The patient required no medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.